Event description:
It was reported that pt underwent revision procedure utilizing competitor product and palacos bone cement in 2004. Subsequently, femoral component loosened and second revision procedure was performed in 2006.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. Corrective action initiated to address late submission.